Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient¿s nurse contacted animas stating the auto off alarm was set to 14 hours and the pump was alarming prior to the set time. The issue reportedly caused the pump to lose prime each time. The pump type was unknown at the time of the reported incident. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.